Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis, on an unknown date with blood glucose level was 400 mg/dl. Customer stated that the infusion set needle was bent which caused them to go into diabetic ketoacidosis. The devices will not be returned for analysis.